Event description:
It was reported by customer during set up that cardiosave intra aortic balloon pump (iabp) had electronic gauge red signal.no patient involved.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code,impact code,conclusion),h11 . A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that an intermittent electronic display was showing that the helium was empty, but the mechanical gauge showed there was helium in the tank. The fault would go away when the pump was disengaged and reinstalled into the cart. Both fill transducers were calibrated. The fse replaced the executive processor board. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, component codes).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had electronic gauge red signal.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.